Event description:
It was reported that during the implantation procedure, the second inner sterile box of the subect device presented a tyvek that was not adhering to the plastic box. Physician did not implant the product because of sterility concerns.

Manufacturer narrative:
The production records review did not reveal any abnormalities. The device has been sterilized and manufactured as per applicable procedures. The root cause of the issue described cannot be established.

Event description:
It was reported that during the implantation procedure, the second inner sterile box of the subject device presented a tyvek that was not adhering to the plastic box. Physician did not implant the product because of sterility concerns.

Manufacturer narrative:
The conclusions are as follows: - the issue described in the complaint has been confirmed. - a deeper analysis is currently ongoing at the manufacturing site¿s level to understand what has led to this issue and to put in place actions to avoid the recurrence. - since the issue is detected before implantation, there was no patient risk. - as of today, this case is an isolated case. - this complaint is recorded for trending purposes. Please refer to the attached analysis report.